Event description:
It was reported that the hypotube fractured and broke completely. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 7f guidezilla ii guide extension catheter was selected for use. During the procedure, the device was advanced into the tuohy and guide catheter when resistance was felt. Subsequently, the device pushed however, the hypotube just proximal to helical collar fractured and broke completely. Consequently, the hypotube was removed outside of the patient's body , and the remaining part of the device was pulled out of the tuohy and guide catheter intact. The procedure was completed with a different device. No patient complications were reported.